Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as non-device- and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
Pk papyrus was intended to treat a lesion in a segment of the medial lad during which a coronary artery perforation type iii had occurred. To stop the bleeding further, balloon dilatations were performed but were unsuccessful. It was attempted to place the complaint pk papyrus covered stent across the perforation but was unable to cross the target lesion. The affected pk papyrus had to be withdrawn from the patients body, during which the stent dislodged from the balloon. It was reported that no parts remained in the patient. The perforation was eventually successfully sealed by implanting a 2.5/15 pk papyrus stent. The treating physician rated the occurrence as non-device- and non-procedure related complication.